Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.conclusion - failure (event) observed during analysis. External insulation abrasion was noted at 28.5-28.9cm, 29.1-29.4, 30.5-31.0cm, and 31.1-31.4cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations.(B)(4)